Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported movement on the a1114 mayfield infinity skull clamp that resulted in patient tear. Additional information received on (B)(6) 2019 indicated that the event happened on (B)(6) 2019 to a (B)(6) male patient who underwent a suboccipital craniectomy for removal of cyst. The patient was initially positioned supine for application of the clamp at a maximum of 80 pounds of pressure. With the head clamp secured and locked to the patient's head, the patient was turned prone using all members of the surgical team in a coordinated fashion. The head clamp slipped causing a laceration approximately three (3) to four (4) inches in length which required skin staples to stop the bleeding. Another mayfield clamp was applied to the patient¿s head and locked into place. The patient was then turned from supine to prone position and locked to a mayfield table attachment without further incident. At the end of the procedure, the patient was taken out of the three (3) pin fixation and the laceration that had previously closed with skin staples was cleaned, the staples were removed, wound was irrigated and then suture repaired and dressed. A twenty five (25) minute surgery delay was noted. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement; when unit is not under pressure, this would not have caused a slippage. When unit is properly positioned and put under pressure, unit would not have slipped. Unit needed heli-coils added to the large starburst threads. Preventative maintenance and cleaning required at this time. The unit was received with the skull clamp and standard rocker arm only.the device history record review showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr's, variances or rework. The reported complaint was not confirmed. Most probable root causes are outlined in our risk management file: worn degraded device (wear and tear). Incorrectly assembled device. Device out of specification calibration . Improperly tested/inspected device. Device deficiency identified during procedure. Patient may be under anesthesia. Assumes no other device available. Improper technique used during procedure. Inadequately maintained device used for procedure. Device used with incorrect unauthorized devices accessories for procedure. Device identifier # (B)(4).